Event description:
It was reported that the patient's leadless pacemaker system exhibited inappropriate low voltage output which resulted in arrhythmia and palpitations. Programming changes were made. The patient was stable.